Manufacturer narrative:
The device has not been received by depuy synthes power tools. The investigation is still in process. If additional information becomes available, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device had a damaged cord during knee surgery. No injury or medical intervention occurred. There was no additional information provided.